Event description:
It was reported that cgm showed error message 42 while customer was using sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, and after reset successfully restarted sensor session without error recurring, with no device return planned and no further outcome information available.